Event description:
It was reported when the device was used during a total gastrectomy, some of the staples were malformed and some remained in the cartridge. The case was completed using sutures. There were no patient consequence.